Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was discovered during the complaint investigation there were six screws that were discovered broken. A revision surgery has been performed.

Manufacturer narrative:
The event was confirmed based on provided CT scans. The patient, who had previously received tmj device sets in 2002, recently experienced bilateral heterotopic bone formation and limited mouth opening. A two-stage revision surgery was recommended, and the first stage, involving device removal, took place on (B)(6) 2024. The explanted devices appeared in excellent condition with minimal wear. CT scans for the second surgery show all tmj implants have been removed, but several screw fragments remain in the mandibular bone on both sides. It¿s unclear whether the screws broke during the first surgery or were already broken. No design, material, or manufacturing issues were found, so no corrective actions are necessary.

Event description:
It was discovered during the complaint investigation there were six screws that were discovered broken. A revision surgery has been performed.